Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/006/2026, it was reported that the pediatric patient experienced an issue with the sensor adhesion where the sensor fell off early in the day. According to the parent, the dexcom app displayed ¿no signal¿, which would be the expected alert when no sensor is attached to the body. No symptoms were reported from when the sensor came off. The patient was without cgm readings from that moment, and no fingerstick were reported to have been taken. The same day, several hours after the sensor had fallen off, at around 01:00 pm, the patient experienced dizziness, weakness, nausea, the feeling like he wanted to throw up, and uncomfortable pain in the stomach. A fingerstick was taken when the parent arrived home, and the blood glucose reading was ¿hi¿. Ketones were tested and were also elevated. At around 7:00 pm the father brought the patient to the hospital. The patient was admitted into the ICU and was treated with intravenous insulin, saline, and other unspecified fluids to ¿lower the ketones¿. The patient was discharged the day after the event. At the time of the report the patient was stable. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/06/2026, it was reported that the pediatric patient experienced an issue with the sensor adhesion where the sensor fell off early in the day. According to the parent, the dexcom app displayed ¿no signal¿, which would be the expected alert when no sensor is attached to the body. No symptoms were reported from when the sensor came off. The patient was without cgm readings from that moment, and no fingerstick were reported to have been taken. The same day, several hours after the sensor had fallen off, at around 01:00 pm, the patient experienced dizziness, weakness, nausea, the feeling like he wanted to throw up, and uncomfortable pain in the stomach. A fingerstick was taken when the parent arrived home, and the blood glucose reading was ¿hi¿. Ketones were tested and were also elevated. At around 7:00 pm the father brought the patient to the hospital. The patient was admitted into the ICU and was treated with intravenous insulin, saline, and other unspecified fluids to ¿lower the ketones¿. The patient was discharged the day after the event. At the time of the report the patient was stable. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.